Event description:
(Hold for cp 10.31) it was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Data was evaluated and the allegation was confirmed. It has been reported that there was a difference in readings of 50 points or more. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).